Manufacturer narrative:
The customer reported that the central nurse's station (cns) does not boot up past the bios setup after a power surge. Technical support (ts) walked the customer through scrapping out the corrupted hdd and inserting the back up drive in the primary slot. After doing this, the cns booted up to the application. Ts informed the customer that this was only a temporary solution and recommended for the customer to send in the unit for evaluation and repair. Ts also informed the customer about replacing the hdd's, but couldn't guarantee that the new hhd's would resolve the issue. The customer requested a quote for the new hdd's. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) does not boot up past the bios setup after a power surge. There was no patient injury reported.